Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the reported unknown depuy bone cement was identified adhered to the fixation surface of the tibial tray, however, the reported implant loosening at the bone the cement interface could not be confirmed. No evidence was found of product malfunction or product error. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's knee was revised due to tibial loosening at bone to cement and subsidence of the tibial component. The patient's primary attune fixed bearing tibial tray and cruciate retaining fixed bearing insert were removed and replaced by an attune revision tibial tray, sleevel, and pressfit stem. The surgeon, does not believe that the loosening is due to the design of the tibial tray. Depuy smartset gmv bone cement was use during the primary procedure. Following the surgery, during the reprocessing and inspection of the consignment instrumentation used in the surgery, a couple of small indentations were found on the underside of the anterior portion of plastic composite articulating surface. A replacement surface is needed to complete the consignment tray. It was unknown if there was surgical delay. Doi: (B)(6) 2019; dor: (B)(6) 2021; right side.